Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 8030665-2013-00926.

Event description:
A peritoneal dialysis patient's mother reported a leak during treatment. The fluid was identified on the bottom of the cassette. The patient completed treatment with manual exchange. The sample was discarded. No prophylactic antibiotics were administered.